Event description:
It was reported that the user experienced hyperglycemia while using the ilet after a supply change with a new thigh infusion site and a cartridge-driven infusion set, and later identified that the fill tubing step had not been completed and the tubing was empty, with two large air bubbles noted in the insulin cartridge; the agent facilitated a full supply change and ensured priming, and the ilet recorded a blood glucose of 362 mg/dl. Symptoms included elevated blood glucose. Outcomes included need for troubleshooting and device use education. Investigation included case review and guided troubleshooting with confirmation of insulin priming and replacement of supplies. Investigation of this case revealed user setup error leading to interrupted insulin delivery due to unprimed tubing and air in the cartridge, consistent with use-related infusion delivery failure. It was concluded, based on previously established findings for similar reports, that the cause was use error with inadequate priming and air management. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.